Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reported that the PICC leaked just below the molded strain relief on the primary extension tubing. Clorhexidine and alcohol were used to clean the area and it was dried completely prior to insertion. The PICC was not difficult to secure and was secured by gauze an transparent tegaderm. It was inserted on (B)(6) 2012 into a vein on the patient's right arm. It was used for continuous feed and was removed on (B)(6) 2012. Two single lumen PICC's were present on the patient, therefore the PICC that was leaking was removed and not replaced. The customer further reports that the patient's status is improving.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.